Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
The fresenius failure analysis lab received a damaged power supply assembly with a burnt power plug from a hemodialysis (hd) user facility. The biomedical technician at the user facility stated the issue was not related to the device; instead a user error occurred which involved a liquid potassium concentrate being spilled on the power plug assembly. The unit was plugged in and undergoing a rinse cycle when the spill occurred. The outlet began to smoke so the machine was switched off. No flames or sparks were observed, only smoke was visible. No adverse effects were experienced by any patients, staff, or any other individual at the user facility. Prior to the incident, there were no known device issues. The biomed replaced the whole power supply as a precaution and an electrician was called in to evaluate and repair the outlet. Following the part replacement, the system was restored to full functionality. The unit has been returned to service at the user facility without issue. The power supply was available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The 2008t hemodialysis (hd) machine was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). However, follow-up was provided by the biomedical technician who revealed that the outlet began to smoke so the machine was switched off. No flames or sparks were observed, only smoke was visible. The biomed replaced the whole power supply as a precaution and an electrician was called in to evaluate and repair the outlet. Following the part replacement, the system was restored to full functionality. The unit has been returned to service at the user facility without issue. The power supply was returned to the manufacturer for examination. The power supply was received by the manufacturer for analysis. A visual examination of the power supply found some physical damage to the power plug; heat damage to the ground prong was observed. Reportedly, the observed heat damage was caused by user error. Follow-up was received which revealed that an employee at the user facility accidently spilled liquid potassium concentrate onto the plug. No functional testing was conducted due to the device return condition which prevented use testing. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the 2008t hemodialysis (hd) machine in question was not known, therefore, the serial number was not able to be provided. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist & release procedure." P/n 500658; a device is not released if it does not meet requirements or is nonconforming. The investigation into the cause of the reported problem was able to confirm the failure mode. The power supply was received with a burnt ground prong. Therefore, the complaint has been deemed confirmed.